Event description:
The customer obtained nonreproducible, higher than expected vitros tropi es results from two different patient samples processed on a vitros 5600 integrated system. Patient 1: result = 0.586 ng/ml verses expected <0.012 ng/ml. Patient 2: result = 3.33 ng/ml verses expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result for patient 1 was reported to a clinician who sent the patient for a stress test. A corrected result was reported for patient 1. The result for patient 2 was not reported to a clinician. There were no allegations of patient harm as a result of the events. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that nonreproducible, higher than expected vitros trop I es results were obtained from two different patient samples processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing had contributed to the event could not be ruled out. The investigation did not find evidence to indicate that the customer¿s vitros reagent had malfunctioned. The possibility that unexpected vitros analyzer performance contributed to the event could not be ruled out.